Event description:
The event is reported as: the customer alleges that during a trail, the light source did not work.

Manufacturer narrative:
A visual, functional and dimensional investigation could not be conducted since the device sample was not returned for eval. The device sample was not returned for investigation. The complaint cannot be confirmed. A root cause cannot be established. No corrective/preventive actions assigned.